Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level below 20 mg/dl. Customer consumed carbohydrates to initially address bg. The customer was admitted to the emergency room (ER) and was subsequently hospitalized and treated with glucagon. The customer was released from the hospital on (B)(6) 2021 with the issue resolved and no permanent damage. The customer reverted to an alternate method of insulin therapy.